Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence of the femoral component. The femoral component was implanted a few months back. The removed implants were an xx-small lps femur with a +10 mm sleeve adaptor, a 40 mm femoral sleeve and a 75x16 mm press fit stem. The surgeon implanted an x-small right lps femur, +10 adaptor, 30 mm segmental, 34 femoral sleeve and a 115x12 mm press fit stem. The tibial side was left as is. Doi: unknown, dor: (B)(6) 2020, right knee.